Event description:
It was reported that the patient on impella 5.5 support knocked over the automated impella controller (aic) resulting in damage to the impella catheter plug. The white connector cable plug pins were broken in the aic. The aic was removed and returned for evaluation. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.